Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert was triggered for high left ventricular (lv) lead impedance (greater than 1,000 ohms), which was indicated as "normal" for the patient. The lead remains in use. The patient was enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.